Event description:
A report was received that the patient's remote control was displaying "no response". The bsn sales representative attempted to link his remote control to the patient's ipg, but was unsuccessful. After troubleshooting was conducted by the bsn field clinical engineer, it was discovered that the ipg was malfunctioning. An ipg revision has been recommended.